Event description:
The upper tulip of this stent did not unfold the customer was able to correct this somewhat by applying pressure with the endoscope, but ultimately a kink remained in the mesh on one side. The images were taken immediately after implantation; the retrieval wire was not manipulated. The deployment of the stent had proceeded without any problems up to that point. <additional information on june 29, 2026> the stent was removed and unfortunately already been disposed.

Manufacturer narrative:
It was reported that the upper tulip of this stent did not unfold and was removed. From the attached photo, it was observed that the end of the stent was not fully expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the upper tulip of this stent did not unfold" and the not fully expanded end of the stent in the attached photo, it is assumed that the stent was not expanded temporarily due to the pressure of the patient's lesion and other elements complexly and was removed. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.